Manufacturer narrative:
The pump was returned for low battery and power error alarms. The detailed trace analysis confirmed the pump alarmed low battery and then power error alarm, and the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "low battery" after changing the batteries. The patient's blood glucose level was 3.7 mmol/l at the time of the call. The customer stated that they had changed the settings on their insulin pump due to being pregnant. The customer was sent a new battery cap to see if a change of battery cap will resolve a power loss alert. The customer sent the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.